Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered multiple shocks. A review of the electrogram (egm) showed noise that was oversensed by the right ventricular (rv) lead. Isometrics were performed but the noise could not be reproduced. The device was programmed to monitor only to keep the patient from receiving more shocks. A procedure was performed, the device was explanted and the rv lead was surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.